Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00459336. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. According to the information received, it was reported that the patient developed capsular contracture. During initial examination some crease were observed on the anterior and posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00459336. It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 300cc mentor memorygel breast implants, experienced rupture on the left breast implant post-operatively, as well as right-sided capsular contracture baker grade IV. Rupture was confirmed by mammography. As a result, the patient underwent bilateral explantation with no replacements on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.